Event description:
The pt was not feeling well and pt was vomiting. Pt performed a blood glucose test on the suspect device and the result was 50mg/dl. Pt went to the hosp where a lab result came back as 1000mg/dl. Pt was given an IV and insulin.